Event description:
Customer reported an issue with the passport v monitor which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included reseating the unit's spo2 board. Unit was safety tested to factory's specifications.